Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty socket. One thread of the lens base was found deformed, due to a screw that was loose but fixed into it, and an exera-iii related conduction check was not working due to a faulty socket. Additional issues were identified during the device evaluation: dust was found inside the equipment, tracks of flat cable were found rusted, heavy corrosion was found on the chassis and front panel chassis, the top cover was found corroded, and the scope socket was found cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer), that during maintenance, the evis exera iii xenon light source presented with a blinking front panel. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue was caused by a faulty scope socket. However, the specific cause of the faulty scope socket was not established at this time. Olympus will continue to monitor field performance for this device.